Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4). Conclusion not yet available - evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass there was a sudden drop in po levels and increase in pco2 levels. Despite adjustments, the parameters could not be corrected. No known impact or consequence to patient. Product was changed out. It is unknown whether the surgery was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(6) 2016. (B)(4). The actual device was not returned for evaluation. Review of the device history records revealed no manufacturing issues. The serial number of the affected oxygenator was provided and the water performance records for this oxygenator were reviewed. A definitive root cause could not be determined; therefore, the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was provided to terumo by the user facility regarding this event. There was a blood loss of approximately 100ml due to product change out.